Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was reported to be due to a breach in aseptic technique. The patient was hospitalized in the same month as onset of the peritonitis. The patient was treated with unknown antibiotics (dose, route and frequency not reported) for the event. The patient was retrained on aseptic technique and was reported to have recovered from the peritonitis. It was reported that pd therapy was ongoing during the course of the peritonitis event. On a subsequent hospitalization for an unrelated event, pd therapy was discontinued and the patient was placed on hemodialysis. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Date of event: the peritonitis was reported to have occurred on an unknown date in (B)(6) 2014. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.